Event description:
The catheter broke below the oval disk.

Manufacturer narrative:
A root cause analysis could not be determined as the sample was not returned for the investigation. The device history could not be reviewed because the lot number is unk. (B)(4).